Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a bilateral convexity frontoparietal subarachnoid hemorrhage on (B)(6) 2022 and a severe headache. The patient was not taking their anticoagulation medication and was transitioned from coumadin to eliquis due to their non-compliance and their international normalized ratio (inr) levels. The patient was still not taking their eliquis. Interventional radiology was consulted for mycotic aneurysms and arteriovenous malformations. The patient resumed their coumadin and the stroke resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.